Event description:
A customer reported that during an ophthalmic procedure, the system shut down on its own. There was no reported impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).